Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed a cartridge change to address the issue. Customers blood glucose ranged from 378-415 mg/dl.